Event description:
Received info from pt's husband indicating pt was hospitalized due to high bg's (1800).

Manufacturer narrative:
During further info pt's doctor informed tandem that due to pt's non compliant with standard of care she would be discharged from her clinic.